Event description:
The customer returned the product for dso sensor stuck at 2500 mv. The device did not recognize the cassette. During device evaluation, it was identified that the downstream occlusion (dso) sensor had failed. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period. The customer¿s problem was confirmed during the pressure testing. The root cause of the issue was a failed dso sensor. The downstream occlusion (dso) sensor and seal were replaced. Further investigation was performed, and the device was repaired. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.